Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The product classification code for the fluency plus vascular stent graft product is identified. The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation and fracture and misfire were identified. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl08080 allegedly experienced break, misfire, and fracture. This information was received from one source. This malfunction involved one patient with no consequences. The patient is (B)(6) year old female patient and weight was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl08080 allegedly experienced misfire, and fracture. This information was received from one source. This malfunction involved one patient with no consequences. The patient is 68 year old female patient and weight was not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The product classification code for the fluency plus vascular stent graft product is identified in d2. H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation and fracture and misfire were identified. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: b5, h6(device code). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.